Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio determined a short circuit at capacitor designator c156 on the analog pcb assembly was the cause of the reported issue. The device was retained by physio control. The customer was provided a replacement device.

Event description:
The customer contacted physio-control to report that their device had a non critical issue. Upon evaluation physio observed the device fail to appropriately analyse the ECG signal and provide defibrillation. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.